Event description:
Tip of snare broke and had to be pulled outside of body during an ivc filter retrieval.

Manufacturer narrative:
One loop leg is fractured immediately distal to the core/loop attachment joint and the second loop leg is fractured approximately 2.5 mm distal to the core/loop attachment joint. The loop leg ends are straight as is the core end adjacent to the fracture. The outer sheath and inner core wire are fully intact. The fracture of the loop legs occurred within the outer sheath and was most likely due to severe and repeated torquing and manipulating of the snare with the loop locked onto the ivc filter. There is no information regarding the type of the filter or the length of time the filter was implanted. It is possible that the filter was entrapped by tissue growth within the ivc. Instructions for use contraindicate removing foreign bodies that are entrapped by tissue growth. Information on the make of filter and the term of implant has been requested of vsi.